Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years, 8 months (92 months). The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
A response was received from the health care provider indicating that this device was removed due to aortic stenosis, aortic regurgitation, perivalvular leak and calcification. Per the op report, the patient has extensive calcification in the aortic root which extended into the surrounding musculature and down the anterior leaflet of the mitral valve. On tee the patient did have a stenotic looking valve. During the procedure, with great difficulty the aortic valve was excised. Sutures were placed for new valve placement. It was very difficult finding areas to pass the needle through because of such extensive and heavy calcification. However, sutures were finally placed enough to suture in a new 19 mm edwards prosthesis. Once the valve was seated, a dacron repair on the anterior aspect of the ascending aorta where multiple chunks of calcium had torn though the aorta was required. A small patch approximately the size of a dime was utilized. The aortotomy was closed using running suture. The patient was then weaned from cardiopulmonary bypass. The wean was very difficult, requiring high dose of inotropic agents. Thoughts toward balloon or other support was given, but the patient's extensive vascular disease prohibited any support that was mechanical. The chest was closed in usual fashion. The patient was returned to the cvu in very critical condition. Based on further follow-up, the patient expired on (B)(6) 2012, approximately 2 days after the procedure. Per the death summary received, the patient remained intubated postoperatively on mechanical ventilation. She continued with low cardiac output syndrome despite significant inotropic support. Chest x-ray showed bilateral infiltrates. A nephrology consultation was obtained for acute renal failure felt secondary to prerenal versus atn. The patient then elected to opt for comfort measures only. The case was also discussed at length with family, family wishing to comply with the patient's wishes, withdrawal of life support. Although it cannot be confirmed, it appears that the heavy calcification reported was the root cause of this explantation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information suggesting that the patient's death was related to a malfunction or deficiency of the edwards valve. No further actions are possible.

Manufacturer narrative:
Evaluation summary: unfortunately, the reported event could not be confirmed through analysis of the sample device. The valve as received does not support the reported calcification. As received, the valve exhibited cut out in the tissue at all three leaflets. The sections missing, possibly cut for pathology testing, measured to an approximate average of 3 mm at the free margin by 9-11 mm into the cusp area. Host tissue overgrowth was moderate at the tissue inflow as it encroached into the orifice by 5 mm. Host tissue overgrowth was minimal at the tissue outflow as it encroached into the orifice by 2 mm. Host tissue was heavy at the stent inflow and minimal at the stent outflow. Indeterminable deposits were noted at the tissue inflow, however not noted in the x-ray. The wireform was intact, evident in the x-ray. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event cannot be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.